Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. Additionally, during explantation two extra-cochlear channels were noted. Since complete insertion was stated on the implant registration card, a partial migration out of cochlea seems likely. Other surgical factors contributed to medical issues in the implant area. This is a final report.

Event description:
The user reported a sudden loss of hearing with the device in mid (B)(6) 2019. There is no report of any trauma, redness around the implant site or any changes to the user's health or medication. Reimplantation took place on (B)(6) 2019. There was no electrode channel and no implant bed drilled; the implant direction was dorsal and the whole system could be moved. 2 electrodes were noted to be extra-cochlear at explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing with the device in mid (B)(6) 2019.